Event description:
A report was received that the patient will undergo a pocket revision, due to pain and tenderness at the pocket site. The physician will also revise the patient's paddle lead, due to unwanted stomach stimulation. The date of the revision has not been scheduled yet.